Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system smart remote manager (srm) refrigerator was failed and displayed error. The medstation associated with refrigerator restarted numerous times, but the device failed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) refrigerator failed and displayed error. A field service engineer (fse) found that the smart remote manager (srm) was failing to close. The fse applied grease to the srm connection. The srm was tested using the hardware test application (hta), and proper operation was verified, resolving the issue. The system functioned as intended after the field service engineer repaired the device.